Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implant was pushing against his skin and causing him pain and discomfort. The patient stated he experiences falls due to his left leg being numb and noted that the numbness started before implant and was not related. Further information received from the consumer reported that the device was vibrating and numbing his right leg to the point where he had fallen twice. Additional information from the patient stated that he had seen a manufacturer representative for reprogramming and the reprogramming worked for one day. The patient reported that it then became inflated again on the right lower lumbar side and it was difficult to walk. The patient was going to see a surgeon and was scheduled for diagnostic testing and turned stimulation off. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had turned the device off for a pet and CT scan. The patient was scheduled to see a surgeon on (B)(6) 0216. The issue had not yet resolved and the patient's legs were bad regardless if stimulation was on or off. The patient's legs would freeze up and the patient was afraid they would fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.